Event description:
The customer reported that anesthesia circuit would not seal either by masking or after intubation, upon further inspection the circuit had two separate holes causing the "leak". Circuit was replaced and old one with holes was set aside, this is prolonged the operating time.

Manufacturer narrative:
The suspect device is not available for investigation. The photo analysis and device history record will be reviewed to determined the root cause of the reported issue. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The device history record for the part number axxxxx61 with lot number 0004185589 and UDI code (B)(6) was reviewed in order to detect any issue related with the defect reported by the customer during its manufacturing. The complete lot was manufactured inspected and released on 07may2021 per our internal procedures and no issues were found. Based on the investigation since no sample or pictures were provided for the investigation, we could not confirm the reported defect. Sample is needed for a a better investigation by performing a leak test on the sample. Therefore, the root cause was not determined. In addition pfmea 57a was reviewed and we have the controls for this kind of issues. Since the defect was not confirmed and the root cause was not determined, no corrective or preventive actions will be taken.